Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a sore on his back under the therapy electrode (te) pads. The patient's daughter reported that the first layer of skin was broken, pink, and bumpy. The area of irritation was reported to be the size of 4 quarters. Follow-up indicated that the patient was prescribed a cream and that the affected skin had cleared up.